Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump battery was changed and the pump did not power on. Several different batteries were allegedly tried in the pump; however, the display screen remained blank, and the pump did not emit any audible tones or vibrations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated multiple cs 054 call service alarms following a replace battery alarm. During testing, the pump powered on properly with the returned battery cap. The battery cap secured properly to the pump, and a power loss was not observed. The battery compartment was observed to be intact with no damage. The pump was exercised for 24 hours with no power interruptions or alarms. The pump case was removed and no evidence of moisture ingress or loose components was found.